Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was blood in the wire lumen. There were numerous hypotube kinks. Functional testing with an inflation device was used to inflate the balloon and revealed a pinhole in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a 1.5mm x 2cm coyote¿ es balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a 1.5mm x 2cm coyote¿ es balloon catheter. There were no patient complications nor injuries reported.